Event description:
Reporter alleged passing out due to what was thought to be inaccurate readings on the blood glucose monitoring device which caused her to take insulin. Reporter stated at 10 am reading was 264 mg/dl and ate breakfast as well as took normal 10 units of insulin based on the reading. Reporter stated relative found her passed out at approximately 1 pm after taking a shower. Reporter indicated relative called emergency medical technician (emt's) and fifteen minutes later their device read 34 mg/dl. Reporter stated being treated by emt's with a glucose IV prior to being taken to the hosp where was treated with another IV, containing a "sugar solution." Reporter stated not being sure when controls were last run or whether they were within range at the time however they had been tested prior. A request was made for the return of the suspect device and replacement product was sent.